Manufacturer narrative:
(B)(4). Visual assessment showed the anchor and suture are free from the inserter. No damage was observed to either the anchor or the suture. Examination of the inserter showed no damage. The sliding ring was tested and found to function as intended. After the evaluation a definitive root cause for the reported issue could not be determined. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when implanted, torque changes caused the damage of the stitches. There were no reported patient injuries. No other complications were noted.